Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported back audible alarm post was evidenced in the event history log (ehl). The alarm was also reproduced during functional testing. The customer reported product problem was therefore confirmed. The issue was occurring because the main board did not operate as intended. The problem source of the reported product problem was unknown. A root cause was not established. The main board was replaced to correct the reported problem.

Event description:
It was reported that the medfusion pump exhibited a back audible alarm. No patient injury or complications were reported in relation to this event.